Event description:
At approx. 8 am rn summoned to rm (B)(6) by nursing assistant upon entering the room resident was face down with head on mattress facing the assist rail and remainder of body was on the fall mat at the bedside. The charge nurse assisted the resident to the floor. The resident was without pulse paramedics pronounced death at 8:25 am. Rails on the bed were in assist position and bed was in low position. The dolphin air mattress was functioning properly and fall mats were in place. Body alarm was in place. Family, physician, and (B)(6) coroner were contacted. The coroner reported the cause of death as accidental mechanical asphyxiation. A mandatory report was made to department of health and surveyor noted no deficient practice or product failure.